Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) pilon procedure to treat the fracture, one (1) depth gauge for screws hook broke off, one (1) cannulated hexagonal screwdriver power shaft stripped, one (1) stardrive screwdriver shaft head stripped, one (1) locking compression plate hole was stripped due to insertion of cortical screw and two (2) threaded drill guide were stripped and did not lock into plate. Surgical procedure and patient outcome were unknown. This report is for one (1) cannulated 2.5mm hexagonal screwdriver shaft. This is report 2 of 4 for complaint (B)(4).